Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified malfunction alarm occurred, the battery gauge was fluctuating and that the pump shut off unexpectedly. It was also reported that cartridge's leak, that the insulin gauge was inaccurate, and the touchscreen was unresponsive. The customer declined follow-up from tandem technical support regarding the issue, therefore no additional information was obtained.